Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. Next day after start of support the patient developed hemolysis and limb ischemia. There was a lack of bilateral lower extremities pulses and lactic level rising. The patient was transfused with two units of packed red blood cells. The impella cp pump was explanted. Patient status was noted as expired (approximately three days after start of support). Medical safety review of the event noted there is not enough information to associate use of the device with the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ section: impella catheter too far in the left ventricle: ¿if the impella catheter is positioned too far into the left ventricle, the patient will not receive the benefit of impella catheter support. Blood will enter the inlet area and exit the outlet area within the ventricle. Obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine. If the impella catheter is too far into the left ventricle, echocardiography will likely show the following: catheter inlet area more than 4 cm below the aortic valve. Catheter outlet area across or near the aortic valve¿. Section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿

Manufacturer narrative:
The investigation of hemolysis and limb ischemia has been completed. The impella device was not returned for evaluation. Data log shows discrepancy in the placement signal and several suction alarm during the time of the hemolysis event, but there were no spikes in motor current or positioning issues. The cause of the hemolysis issue was most likely patient condition related to low blood volume. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. E4 should have been left blank in manufacturer device report 1220648-2024-13392.